Event description:
Ous MDR - it was reported that, approx. 120 months after the implantation of both leads, oversensing with artifacts was detected on this right ventricular lead. The atrial lead impedance (setrox lead) was out of range previously. Furthermore, the patient reported having a blunt trauma at site of device, but no details were provided. A lead revision and a system revision has been considered. No adverse patient side effects were reported.

Manufacturer narrative:
As of today, the medical devices are not available for analysis, therefore the devices themselves could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of these particular devices, as well as on the provided data. The manufacturing process for these devices was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available data showed artefacts on the farfield channel, as well as on the right ventricular channel, leading to oversensing, as reported in the complaint text. Furthermore, the reported out of range atrial pacing impedance was evident in the provided pacing impedance trend curve, showing values below 200 ohms between april 2018 and december 2018.in spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.